Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp placed to support a patient admitted in with acute myocardial infarction/cardiogenic shock and was surgically turned down for a coronary artery bypass graft. The team placed the intra-aortic balloon pump and then escalated to the impella cp for the high-risk percutaneous coronary intervention. The pump was placed but had low flows due to a kink. The pump was removed and replaced after just 23 minutes of support. No patient harm has been reported.

Manufacturer narrative:
The investigation for the product damage has been completed. The pump was returned for evaluation. Upon inspection, cannula kink was confirmed close to the motor housing. The data logs confirm low pump flow and suction. When p-level was increased to p-9, pump flows did not match the increase. The root cause of the low pump flow was due to a cannula kink.